Event description:
It was reported that there was a cerebral spinal fluid (csf) leak. It was noted that the patient had a headache. It was noted that this event occurred when the patient had her lead implanted in (B)(6) 2012. It was noted that the headache lasted for six weeks after the surgery. Things were fine for a while, but then the patient got really sick in (B)(6) 2012. The patient was nauseated, vomited and had a severe headache. The patient had a blood patch done around one week ago and an MRI was going to be done the day after the report. It was noted that the patient already had CT scans and had the pressure in her back checked. Her pressure was at zero. It was noted that the health care provider determined it was a spinal leak but that they were unable to pinpoint where. Additional information from the patients physician was not available.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information stated the patient ¿had not recovered from the spinal headache.¿ as of this report, it was noted the patient had had ¿three blood patches and had seen numerous neurologists.¿ it was reported the patient had met with their implanting surgeon and was told ¿the lead could be causing the leak.¿ the patient was further advised that they should ¿either live with the headache¿ or ¿remove the lead¿ the patient¿s physician reportedly stated he ¿could not reimplant the lead again.¿ additional information stated the patient ¿had no quality of life¿ at the time of report. It was reported the patient had spinal headaches and had dealt with them since (B)(6) 2012. The patient reported she ¿could not tolerate the headaches anymore¿ and that she ¿could not continue on with the headaches.¿ it was stated the patient¿s physician ¿tore the spinal area during surgery to get the lead implanted¿ and that this was ¿the reason for the patient¿s spinal headaches.¿ the patient reported she had ¿tried blood patches and other things that did not stop it.¿ the patient was redirected to their health care provider.

Manufacturer narrative:
(B)(4).